Event description:
It was reported that medical attention was sought on (B)(6) 2019 at the end-users home. The end-user stated that she took a blood glucose test around 7:00pm and received a result in the 500smg/dl. A normal result for the end-user for that time of day is 115mg/dl. She was unsure of the exact number. She then took her insulin based on her result. Shortly thereafter she started to feel ill and her daughter took her to the ER. Upon arrival her blood glucose was 30mg/dl. The end-user was given and IV with glucose and was released 3-4 hours later without being admitted. She was not treated for anything else and was told to follow up with her primary care doctor. She was treated at (B)(6). The end-user takes lantus- 65units a day metformin - 850mg/dl a day. No additional information was provided.